Event description:
I experienced eye pain, redness, excessive tearing and sensitivity to light beginning in the evening and continuing all day and evening of 2007. I believe this is due to use of amo moisture plus contact lens solution. I will be contacting an eye doctor tomorrow. Amo contact lens solution. Complete moisture plus. I used this until, when I saw a notice of recall in the newspaper. I do not know when I bought it but I usually keep solution for two months or so. Dates of use: 2007. Diagnosis: contact lens cleaning. Event abated after use stopped: no. Event reappeared after reintroduction: yes.